Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced right side pain, and breast implant rupture on her right side was found during bilateral replacement surgery with catalog number 3507450bc; lot number 247787; serial number (B)(4) on the left side, and with catalog number 3507450bc; lot number 247787; serial number (B)(4) on the right side on (B)(6) 2002.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right pain, and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right pain, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced right side pain, and breast implant rupture on her right side was found during bilateral replacement surgery with catalog number 3507450bc; lot number 247787; serial number (B)(4) on the left side, and with catalog number 3507450bc; lot number 247787; serial number (B)(4) on the right side on (B)(6) 2002.